Manufacturer narrative:
The universal cannula seal was received, and failure analysis found the instrument to have a tear on the black rubber duckbill. The torn piece was missing and was not returned with the seal.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while inserting an instrument, a portion of the universal cannula seal was identified inside the patient. The fragment was retrieved during the same procedure. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.